Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "excessive heat" was confirmed. During service, the device failed the temperature test. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was producing excessive heat. The device was being used during spine surgery, but there were no injuries or medical intervention. It is unknown if there was a delay in surgery. There was no additional information provided.